Event description:
It was reported that pump experienced malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction without recurrence, was advised that pump could continue to be used, and was instructed to call back if malfunction code returned.